Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure: approx. 124lbs with bmi of 17.3. Date of the initial procedure: (B)(6) 2019. The diagnosis and indication for the index surgical procedure?: the patient had severe burns. On what tissue was the suture used?: upper back. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? The patient had been hospitalized for several months due to the severity of his burns. The burns were mostly on the patient¿s lower extremities and lower abdomen. The upper back was the location of skin harvest. What was the size of the needle used? 4-0. What portion of the needle was retained in the patient? Unknown. What instruments were used to grasp the needle? Needle driver. Where was the needle grasped during use? Unknown. Date of the second surgical procedure. (B)(6) 2019. Where was the needle fragment located, in what tissue/structure? Patient¿s left shoulder upper back. Were all needle fragments removed during the second surgical procedure? Yes. Product code and lot #: unknown. Will the device involved in the event be returning for evaluation? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Any discussions to this nature are confidential. What is the patient¿s current status? The patient has been discharged home.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure date of the initial procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the size of the needle used? What portion of the needle was retained in the patient? What instruments were used to grasp the needle? Where was the needle grasped during use? Date of the second surgical procedure. Where was the needle fragment located, in what tissue/structure? Were all needle fragments removed during the second surgical procedure? Product code and lot #. Will the device involved in the event be returning for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This medwatch report is in response to receipt of facility report # (B)(4).

Event description:
It was reported via user facility medwatch that a patient underwent a cultured epithelial autograft dressing takedown and grafting of bilateral flanks on an unknown date and suture was used. Later that day, a routine chest x-ray demonstrated the possibility of a retained foreign object in the left upper chest. Two days later, a CT scan confirmed a foreign body with radiographic appearance of a thin, 1.3 cm curved object. During a procedure a week later the foreign body was retrieved and identified as a needle fragment. Additional information has been requested.